Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the superficial femoral artery. An angiojet solent omni catheter was selected for thrombectomy procedure. However, during the procedure under thrombectomy mode, the pump of the device did not work well and the thrombectomy was weak. The procedure was completed with another of same device. No patient complications were reported.